Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled "migration of acetabular components, inserted with and without cement, in one-stage bilateral hip arthroplasty," by ingemar onsten, md, ake carlsson, md, acke ohlin, md, and jan ake nilsson, b.a. Published in the journal of bone and joint surgery, incorporated (1994) 76-a, 185-194, was reviewed for MDR reportability. The study compared the migration of the acetabular component of 21 patients that underwent bilateral thas. Each patient received a charnley femoral component and a charnley all-poly acetabular component fixed with competitor cement on one side and a competitor acetabular component without cement on the contralateral side. The implants were analyzed via roentgenstereophotogrammetric analysis for migration. There was no mention of revision in any case. All patients reported a median charnely score for pain of 6 points. A table was provided that described the patients involved in further detail. Case 8 was a (B)(6) year old female weighing (B)(6) kg with a charnley cup implanted on the right side.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.